Manufacturer narrative:
(B)(4). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a bile duct dilatation procedure. According to the complainant, during the procedure, the physician attempted to deflate the balloon after using the device but felt something was different. The device was unable to be deflated. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter shaft to have a severe kink. An examination of the lapweld region identified no issues. A microscopic examination of the balloon material identified no tears or holes in the balloon. Functional testing was performed using an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks or resistance noted. Using the same encore device, a vacuum was pulled and the balloon deflated fully in 15 seconds, which is within specifications. This inflate and deflate was repeated three more times however, during the next three inflates and deflates the shaft was straightened out at the site of the kink and it was noted to inflate and deflate in 4 seconds, which is also within specifications. Based on the condition of the returned device, it is possible that some procedural factors encountered during use, limited the performance of the device during balloon deflation. This failure likely occurred due procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a bile duct dilatation procedure. According to the complainant, during the procedure, the physician attempted to deflate the balloon after using the device but felt something was different. The device was unable to be deflated. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional clarification information it was reported that the deflation speed was slow and there was difficulty deflating the balloon.